Manufacturer narrative:
(B)(4). S/w ver 5.2a. Retainer = black. The pump was returned for cosmetic damage located on the belt clip rails and battery failed issues found on (B)(6) 2022. The pump passed the sleep current measurement, active current measurement, self test and displacement test. Successfully downloaded the trace/history files using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. A review of the history files reveals on (B)(6) 2022 there were two (2) failed batt test (battery failed) alarms at 06:20 and three (3) battery removed alerts at 06:17, 06:20, and 06:21 that had occurred. No excessive or unusual power/battery related alarms noted in the history files. The pump was cut open for a visual inspection. No damage or moisture damage noted on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor noted. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, cracked battery compartment at the corner of the belt clip rails, cracked select button keypad overlay, stained keypad overlay, end cap address label faded, pillowing keypad overlay, and broken belt clip rails. Cosmetic damage on the belt clip rails is confirmed. Excessive battery failed alarms is not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that damage (physical or cosmetic), failed batt test occurred. There was no adverse impact or consequence reported as a result of this event.